Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Concomitant products that used in this study: none. Non-biosense webster devices that were also used in this study: none. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. The following complications were reported in this publication: 1 patient underwent catheter ablation of atrial fibrillation and suffered a septally located hematoma, as a result of a steam pop, requiring no intervention. Five months after the index procedure the left atrial hematoma disappeared completely. No further details were provided. Multiple requests for clarification have been sent to the corresponding author, but no additional details were provided at this time. If additional details will be provided this report will be updated accordingly. There are 0 death events and 0 device malfunctions reported in this publication. Model and catalog number are not available, but the suspected device is navistar thermocool sf. Other biosense webster devices that were also used in this study: none. Non-biosense webster devices that were also used in this study: none. Publication details: title: septally located left atrial hematoma as a consequence of a steam pop. Objective: case report. Methods: the patient underwent point-by-point isolation of pulmonary veins (pv) with an irrigated, 3.5-mm-tip catheter (thermocoolvr sf nav, biosensewebster inc., diamond bar, ca, USA) using an irrigation rate of 15ml/min in power-controlled mode (30w)."